Manufacturer narrative:
Exact date unknown, event occurred around (B)(6) 2021.

Event description:
It was reported that the patient was experiencing charging difficulties and pocket site discomfort due to ipg placement. The patient underwent a pocket site revision wherein the ipg was repositioned to align it in proper position to connect to charging puck and improve its position. The patient was doing well postoperatively.